Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated; however, the photos did not identify a specific product issue. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. Additionally, the customer's indicated failure mode of a ¿thin liquid membrane¿ was not observed during testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for erroneous results and a ¿thin liquid membrane¿ with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® lihep pst tube there was an issue with erroneous results. There was no report of injury or further medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8113835; medical device expiration date: 2019-08-31; device manufacture date: 2018-04-23. Medical device lot #: 7296794; medical device expiration date: 2019-02-28; device manufacture date: 2017-10-23. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® lihep pst tube there was an issue with erroneous results. There was no report of injury or further medical intervention.